Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cancer, abnormal uterine bleeding, anemia, cesarean section, parity 2, multi gravida, pelvic pain female, ovarian pain and adenomyosis. Previously administered products included: mirena. On (B)(6), 2014, the patient had essure inserted. On (B)(6), 2022, 3156 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 30-jul-2014: interpretation : bilateral essure coils are in satisfactory position. There is no contrast opacification of the fallopian tubes and there is no spillage of contrast into the intraperitoneal space. Impression: successful bilateral tubal occlusion with bilateral essure coils. [Pathology test] on (B)(6), 2022: final diagnosis a. Uterus and bilateral fallopian tubes; hysterectomy, bilateral salpingectomy: leiomyoma. Adenomyosis. Endomyometrium with remote post-ablation features. Benign bilateral fallopian tubes, one of which shows endometriosis gross description: uterus with bilateral fallopian tubes 142 g". Specimen integrity: a previously disrupted, supracervically amputated uterus, with attached bilateral fallopian tubes, received previously incised from superior to inferior and cornu to cornu. An additional segment of fallopian tube is received free-floating in the specimen container. Due to the disrupted nature of the specimen orientation cannot be determined . Myometrium: no hemorrhage, necrosis, or calcifications are identified. The remaining myometrium is tan-pink and slightly trabeculated. The right and left cornu each display a 1.0 cm in length by 0.1 cm diameter cylindrical, gray metal coil, consistent with a possible prior tubal ligation. Fallopian tube(s): the 3 segments of fallopian tube range from 2.1 to 5.2 cm in length, by up to 1.2cmin diameter. The serosa of all segments is remarkable for focal paratubal cysts, ranging from 0.4 to 0.9 cm in diameter, containing clear, colorless serous fluid quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: medical record received. Surgical pathology report added. Medical history added. Reporter information added. Lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3156 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3156 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.